Event description:
From the info received: the pt had both aortic and mitral valves explanted. At reoperation the anterior portion of the mitral annulus was 2/3 detached from the valve. The mitral valve was positive for endocarditis. The valve was replaced with a stented porcine valve. The aortic valve was replaced due to perivalvular leak and no endocarditis was observed.